Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 5 hours of use during the procedure, the insulation of the jaws became disengaged while cleaning with wet gauze when the device was returned to the instrument tray. Nothing fell into the patient cavity. There was no patient harm.

Event description:
Hold for keisha 4-13-18

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and the seal plate was lifted up from the device jaw. The investigation found the bottom jaw overmold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's overmold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. This unit does not meet the requirements for a manufacturing or (service) failure. If information is provided in the future, a supplemental report will be issued.